Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and it was returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for multiple unspecified error screens that were displayed during the procedure. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of an alert screen is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as "tighten assembly", "blade error detected" or "relaxed pressure on blade" followed by a "replace instrument" screen later in the procedure.

Event description:
It was reported that the device caused multiple unspecified error screens during an unknown case. The case was completed with a second same device. No patient consequence. Device will be returned.